Manufacturer narrative:
The following fields have been updated with corrected information: reporting office: (B)(4). Reporting office contact: manufacturing location: manufacturing site contact: h.6: bd acknowledges the customer¿s experience regarding the indicated failure mode of : the numeration is too high for cd45 with the reported customer event on stem cell enumeration kit. Based on the investigation results, the reported issue was not confirmed because reported lot number 3187228 for pn 344563 did not exist in the sap database. Bd is continually monitoring complaints received for this device and reported issues to identify emerging trends.

Event description:
It was reported that after using bd¿ stem cell enumeration is too high. The following information was provided by the initial reporter: numeration different from one lot to another. It seems that the numeration is too high for cd45. The customer did a comparation between this new lot they received and the old one and there is a huge difference that makes them unable to validate their results. Are there erroneous results on patient samples for diagnostic test -yes, we systematically compare the leukocyte values found on our automated counting system with those found by cytometry. For us, any difference in excess of 20% indicates a problem. This was the case even after retechnicalizing the sample: we therefore used the relative data in % from the cytometry technique, which we applied to the absolute leukocyte count (automatic counting machine), the cd45 value for the patient being incorrect. No delay of treatment the patient was not re-sampled was there any physical harm/injury to the patient due to the issue?-no.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d.4 - medical device catalog #: 664231 d.4 - medical device expiration date: 2024-06-30 d.4. Unique identifier (UDI) #: (B)(4). G.1 - medical device manufacturer: becton dickinson caribe ltd. G.1 - reporting office -becton dickinson caribe ltd. G.1 -manufacturing location: becton dickinson caribe ltd. G.1 - reporting office contact: fahmy razak - MDR g.1 - manufacturing site contact: fahmy razak ¿ MDR h.4. Device manufacture date: 06-jul-2023.

Event description:
It was reported that after using bd¿ stem cell enumeration is too high. The following information was provided by the initial reporter: numeration different from one lot to another. It seems that the numeration is too high for cd45. The customer did a comparation between this new lot they received and the old one and there is a huge difference that makes them unable to validate their results. Are there erroneous results on patient samples for diagnostic test -yes, we systematically compare the leukocyte values found on our automated counting system with those found by cytometry. For us, any difference in excess of 20% indicates a problem. This was the case even after retechnicalizing the sample: we therefore used the relative data in % from the cytometry technique, which we applied to the absolute leukocyte count (automatic counting machine), the cd45 value for the patient being incorrect. No delay of treatment the patient was not re-sampled was there any physical harm/injury to the patient due to the issue?-no.

Manufacturer narrative:
The following field has been updated with corrected information: d.4. Unique identifier (UDI) #: (B)(4). H.6 investigation summary: based on the investigation results, the reported issue leukocyte values found on their automated counting system with those found by cytometry, was not confirmed. Investigation results that were performed on the indicated failure mode were the following: testing on 91-0786 batch 23128 material description pouched absolute count tubes was performed within 6 months of the complaint, the results showed that the product was performing as intended. Bhr review showed that. For part 664231, material description: stem cell enumeration kit batch 3187228, and 91-0786 (pouched absolute count tubes) lot 23128 were reviewed. The product met all the manufacturing specifications prior to release. Potential cause was not determined. Bd is continually monitoring complaints received for this device and reported issues to identify emerging trends. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using bd¿ stem cell enumeration is too high. The following information was provided by the initial reporter: numeration different from one lot to another. It seems that the numeration is too high for cd45. The customer did a comparation between this new lot they received and the old one and there is a huge difference that makes them unable to validate their results. Are there erroneous results on patient samples for diagnostic test -yes, we systematically compare the leukocyte values found on our automated counting system with those found by cytometry. For us, any difference in excess of 20% indicates a problem. This was the case even after retechnicalizing the sample: we therefore used the relative data in % from the cytometry technique, which we applied to the absolute leukocyte count (automatic counting machine), the cd45 value for the patient being incorrect. No delay of treatment. The patient was not re-sampled. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
G.5. Additional PMA / 510(k)#: bk210652 d.4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that after using bd¿ stem cell enumeration is too high. The following information was provided by the initial reporter: numeration different from one lot to another. It seems that the numeration is too high for cd45. The customer did a comparation between this new lot they received and the old one and there is a huge difference that makes them unable to validate their results. Are there erroneous results on patient samples for diagnostic test -yes, we systematically compare the leukocyte values found on our automated counting system with those found by cytometry. For us, any difference in excess of 20% indicates a problem. This was the case even after retechnicalizing the sample: we therefore used the relative data in % from the cytometry technique, which we applied to the absolute leukocyte count (automatic counting machine), the cd45 value for the patient being incorrect. No delay of treatment the patient was not re-sampled was there any physical harm/injury to the patient due to the issue? No.